Manufacturer narrative:
Batch review performed on 01 september 2020: lot 1910162: (B)(4) items manufactured and released on 29-jan-2020. Expiration date: 2024-12-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a peri-posthetic femoral medial epicondylar fracture. It was observed that the origin of the mcl was on the fracture fragment, and destabilized the knee, which caused a dislocation. 3 days after primary surgery the fracture was fixed and the liner was revised from a gmk-spheretibial insert - flex s3l - 10 mm to a gmk-sphere tibial insert - flex s3l - 12 mm. The surgery was completed successfully.